Manufacturer narrative:
The marathon catheter will not be returned for evaluation as it was discarded; therefore, product analysis cannot be performed. The device was not returned; therefore, the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. Per the marathon IFU (instructions for use): precautions ¿ ¿if catheter entrapment is suspected (with any embolic agent), fast catheter retrieval technique may result in catheter shaft separation and potential vascular damage. Do not apply more than 20 cm of traction to catheter to minimize risk of catheter separation.¿ per the onyx les IFU: warnings ¿ ¿do not allow more than 1 cm of the onyx les to reflux back over catheter tip. Angioarchitecture, vasospasm, excessive onyx les reflux, or prolonged injection time may result in difficult catheter removal and potential entrapment. Excessive force to remove an entrapped catheter may cause serious intracranial hemorrhage. The long-term effects of an entrapped catheter that is left in a patient are unknown, but potentially could include clot formation, infection, or catheter migration.¿ related mdrs for this event: 2029214-2019-01118. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that after onyx embolization, the catheter was unable to be removed, and when it was further pulled, the catheter was broken where was about 30 cm from the tip part. The broken piece left in aorta from middle cerebral artery (mca). The patient underwent embolization treatment for an arteriovenous malformation. There were no reports of patient injury in association with this event. The device prepared according to the instructions per the IFU. It was further reported that the catheter which remained in the patient¿s body could be removed during the explanation of arteriovenous malformation (avm). Avm was explanted by craniotomy.

Manufacturer narrative:
D10: device available for evaluation - additional information g4. Date MFR rec ¿ additional information h2: type of follow up - device evaluation h3: device evaluated by manufacturer- additional information h6: codes updated the device was returned for evaluation and the clinical observation was confirmed. As received, only distal floppy segment of the marathon micro catheter was returned. Approximately 152.5cm of the micro catheter segment was found to be missing and not returned. The catheter tip and marker band were also found to be missing from the floppy segment. Onyx residue was observed within the catheter lumen and along the length of the outside of the catheter body. Based on the returned device analysis, the tubing material at the separated ends exhibited plastic deformation (jagged edges and str etching) which indicates that the marathon micro catheter separated as the tensile strength of the tubing material was exceeded. It is likely that the marathon micro catheter was pulled beyond the 20.0cm limit noted in the IFU. Possible contributing factors of ¿difficult catheter removal/entrapment¿ may be caused by angioarchitecture (very distal arteriovenous malformation fed by afferent, lengthened, small, or tortuous pedicles), vasospasm, onyx reflux, or prolonged injection time. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.